Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a patient had undergone a basilar joint reconstruction using suture tape and two forked-tip dx swivelocks, ar-8978p (lot 10286595). On (B)(6) 2020 the surgeon notified the sales rep that in early (B)(6) 2020 the implant in the base of the first metacarpal was removed due to surrounding edema. The suture tape was not recorded on the implant record from the original procedure and therefore the part number is unknown. An MRI picture was provided to arthrex. Specific date of second surgery is unknown at time of initial report. (B)(6) 2020 has been entered as the date of the second surgery until confirmed date can be obtained.